Event description:
Reportedly, the patient had a syncopal attack when the programmer head was positioned on the pacemaker, which could not be interrogated.

Manufacturer narrative:
The implantation date was corrected. Please refer to the attached analysis report. - attachment: [20190417 - file-2019-00809 - analysis_and_closure_report_resp-2019-00603.pdf]

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient had a syncopal attack when the programmer head was positioned on the pacemaker, which could not be interrogated.